Event description:
Consumer reported that after using product, he developed a type of heat rash and blistered. Symptoms subsided within one week. (B) (4). (B) (4). (B) (4).

Manufacturer narrative:
This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the manufacturer to enhance product safety and pharmacovigilance.